Manufacturer narrative:
The component codes fiber and cap refer to the results thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture and devitrification of the glass cap distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap were found to be detached and not returned with the device; there was no indication or report of any part of the device remaining inside the patient. The identified issues would likely active the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural fractures encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a "loss of color" was observed (diminished or lost fiber output) at 140 joules. The case was completed using a second fiber. Patient outcome: "no damages to the patient".